Event description:
On 3/19/97, the account reported an erratic bhcg result, which was given by the analyzer. An initial result of 11.3 mlu/ml was generated from an aliquot tube. An autoretest from the same tube gave a result of 193 mlu/ml. The tube was than pulled and put on another run, which gave a result of 286.1 mlu/ml. A positive result was reportred on 3/19/97. The master tube was pulled 3/21/97 and a result of 0.2 mlu/ml was given. A corrected report was sent out. According to the customer, the erratic results were identified by the account's internal review process. Medical intervention was not taken due to the initial reported result. Further pt info has not been provided. No report of injury.

Manufacturer narrative:
Investigation summary: the event rep. Is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by co into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in the tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, co has emphasized to co's customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.